Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.

Event description:
Reporter stated that customer received the following results on two different meters within 10 minutes: 141 mg/dl (mobile system) and 28 mg/dl (compact plus system). Prior to these results, the customer was unresponsive and her husband treated her with glucagen hypokit. The customer has recovered,202 mg/dl (mobile system) and 97 mg/dl (compact plus system) sets of results were taken at different times. No actions taken based on device results. No adverse event due to device reported. The manufacturer requested return of suspect product for evaluation